Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that at night they were having lows and was at 40 mg/dl and drank juice it was around midnight. The customer's spouse declined troubleshooting. Customer's spouse also reported tape not sticking. Customer's spouse reported they know the cause of the product not adhering. Customer's spouse also reported husband bled through a sensor. Inquired what led up to the complaint. The insulin pump will not be returned for analysis.